Manufacturer narrative:
This is same event as 3010536692-2016-00277.

Event description:
Allegedly the patient was revised due to the following mom complications: metallosis; chromium and cobalt toxicity; failed left total hip arthroplasty; pain and suffering; physical impairment and disfigurement (left).